Event description:
A customer reported that, during cataract surgery, the ophthalmic console shut down on its own and could not be restarted. Patient impact was reported as unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).